Manufacturer narrative:
(B)(4). Batch # unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? What is meant by the target tissue was thick but weak? Can the surgeon explain in more detail of what the quality of the tissue was? Can the surgeon explain more about what is meant by ¿surgeon rotated about 1 revolution higher than 1.5mm when the gap setting scale was set?¿ were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? What is the current patient status?

Event description:
It was reported that after a laparoscopic low anterior resection, the patient had a fever and the stomachache from the night of jun 5th to the morning of jun 6, and it was found that the leakage occurred. The drainage was placed, and conservative treatment was given, and the patient is recovering. The possibility of the re-operation is low. Laparoscopic low anterior resection was performed on jun 3rd, and the operation was completed without any device issue. The device was used on the rectum and the anus. The donuts were created properly after firing. There was no problem at a leak test and the blood flow was good by the icg test. The surgeon commented that the gap setting scale was set as usual, although the device was used on hypertrophic intestinal tract after the chemotherapy, so the target tissue was thick, but weak. The surgeon rotated about 1 revolution higher than 1.5mm when the gap setting scale was set. There is a possibility that the staple height and the target tissue did not match. The surgeon has been used more than 50 devices in more than a year, and this was the first time to experience the leakage. The patient¿s initials are fy. The patient is an (B)(6) years-old female. She¿s height is 154cm, and weight is 48kg. She stays in the hospital. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 07/26/2022. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was received: what were the indications for surgery? => => laparoscopic low anterior resection. What surgical procedure was performed? => laparoscopic low anterior resection. Did the patient receive any preoperative chemotherapy or radiation? => the device was used on hypertrophic intestinal tract after the chemotherapy. What is meant by the target tissue was thick but weak? => it was thick and delicate. Can the surgeon explain in more detail of what the quality of the tissue was? => it was thick and delicate. Can the surgeon explain more about what is meant by ¿surgeon rotated about 1 revolution higher than 1.5mm when the gap setting scale was set?¿ => set at a height between low-b and middle-b. Were there any issues experienced with the device in the initial surgical procedure? => there was no proble during the initial procedure. What healthcare professional fired the device and what is his/her experience with the device? => fire operation by a doctor with 7 years of surgical experience (has used p-cdh before). Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? => set at a height between low-b and middle-b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? => no further information will be available. Were there any issues with device use/firing? => no abnormalities were noted at the time of the firing. What confirmation was received that the device completed the firing sequence? => the ring was appropriate. Was the green checkmark visible at the end of the firing? => yes how many counter-clockwise revolutions of the adjusting knob were used to open the device? => no further information will be available. Was there any difficulty removing the device? => no abnormalities were found. Was a complete transection of the white breakaway washer visually confirmed? => no further information will be available. Were the donuts inspected? If so, please describe. => the donuts were created properly. Were there any issues noted with staple formation? If so, please describe the shape and location. => no abnormalities were found. Was a leak test performed? If so, what type and what was the result? => there was no problem at a leak test and the blood flow was good by the icg test at the initial operion. Was the staple line visualized endoscopically during the initial surgical procedure? => no abnormalities were found. How many days postoperative did the leak occur? => the operation was on (B)(6), the issue occurred from the night of (B)(6) morning. No further information will be available. How was the leak identified? => the patient had a fever and the stomachache. What was observed at the site of the leak upon reoperation? => no further information will be available. How was the leak addressed? => the drainage was placed, and conservative treatment was given, and the patient is recovering. No further information will be available. What is the current patient status? => no further information will be available."